Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found a damaged camera/scu failure. After replacing the scu, the system ran normally. Product event summary #s7 the instruments can¿t be identified in the cranial, the psu leds are not bright. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the instruments can¿t be identified in the cranial, the psu leds are not bright. It was updated that the three leds were in the off status, the camera details displayed "localizer not connected." The scu was determined to be damaged. No patient present.